Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an infection and that there is "a hole in the skin where the incision is." The patient saw their family doctor who prescribed a cream for the time being. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and absorbable antibacterial envelope remain in the patient. Further action has not yet been decided on, but will likely take place in the future. No further patient complications have been reported as a result of this event.